Event description:
Follow-up information was received on may 5, 2016 via email attachment from the director of risk management at the hospital. Reportedly, the patient had been undergoing routine hemodialysis (hd) treatments since (B)(6) 2015. At 9:08 am, the patient indicated not feeling well with a staff member present. No drop in blood pressure (bp) was noted at this time. Normal saline administration was not documented. The total amount of fluid removed was 25ml. No other treatment information was provided.

Manufacturer narrative:
(B)(4). Additional medwatch reports are being submitted for the other fresenius products in use at the time of the event; acid concentrate and dialyzer. The plant investigation is in progress. A supplemental MDR will be submitted upon the completion of this activity. Although requested, no medical records or treatment information has been received.

Event description:
A biomedical technician (bmt) from a hospital based dialysis unit called fresenius technical support requesting an on-site system evaluation following an adverse event experienced by a patient undergoing hemodialysis (hd) treatment. Reportedly, the patient was sitting and eating, and then suddenly lost consciousness. The bmt manager stated the patient event was described by the medical director as an "embolism" which was not related to the hemodialysis system. No product malfunctions occurred, identified, or alleged during the hd treatment. Follow-up information provided by the hospital's risk manager revealed that their internal investigation determined that the hemodialysis products did not cause the patient's death. The patient had an underlying heart problem and had recently been on the telemetry floor within the hospital. The patient was not on telemetry at the time of the incident. Additionally, the risk manager revealed that the 2008k hemodialysis machine, dialyzer, and acid concentrate were the only fresenius products in use at the time of this event. No other event related information was made available. The dialyzer is not available for evaluation by the manufacturer as it was discarded by the user facility. No sample of the acid concentrate in use during the treatment is available for analysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation; however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. Functional testing performed by the res confirmed that the unit was operating properly. The res checked all pressures, ran a system self-test, as well as diasafe filter tests. All pressures were within specification. The self-test and diasafe filter tests completed without failure. Additionally, the ultrafiltration passed. No machine malfunctions identified or observed. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A fresenius technician performed an on-site evaluation of the unit; no malfunction identified or observed. Therefore, the complaint was not confirmed. The system level review of the 2008k and the concomitant products could not confirm malfunction and/or abnormalities. No samples were available for evaluation; therefore, no investigation could be performed to verify the reported issue. Production batch records and DHR was reviewed and there were no nonconformances or abnormalities found.